Event description:
A hospital in (B)(6) reported via our distributor that air leaked from the water trap of three rt134 non-heated adult breathing circuits. This was noticed prior to patient use.

Manufacturer narrative:
(B)(4). Lot number: 110405, device manufacture date: 04/05/2011, quantity: 1; unknown, unknown, 3. Method: three complaint rt134 adult breathing circuits were returned to fisher & paykel healthcare in (B)(4) for inspection. The devices were pressure tested and submerged in a waterbath to test for leaks. Results: a leak was found both in the inspiratory and the expiratory water traps. The water trap of the breathing circuit consists of two parts where the lower part can be removed during use for draining water. The water trap leak was located at the seal between the water trap bowl and the water trap lid. A lot check revealed no other complaints of this nature for lot number 110405. Conclusion: all circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed post production during transport, storage or use, possibly by distortion of the water trap when the bowl was connected. The user instructions that accompany the rt134 adult breathing circuit state the following: - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms." (B)(4).